Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that anaesthesia re-verification was enabled. A technical support specialist addressed the issue and verified that the system was functioning as intended. The specialist subsequently provided the customer with information from the es user guide. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis anesthesia es system displayed a message indicating that the medications would not be dispensed. The customer indicated that the user was unable to remove medications at the station. There were no adverse events or injuries reported based on this event.